Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases returned two other reports against the 1960650 lot code with undetermined conclusions, while no other reports were found against the 1905284 and 1944324 lot codes. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays finds the femoral stem appears to be in varus at time the image was taken. The stem appears to be distally impinging on the lateral cortical wall; there is also a cortical bone projection (possibly from bone remodeling) distal to the stem leading up to the center of the distal tip. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: loose stem.